Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break at the is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend / retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during implant procedure of this right atrial (ra) lead, the lead exhibited noise. The ra lead was never in service. No adverse patient effects were reported.